Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately twenty days after lens implantation the pt presented with decreased visual acuity. The pt was diagnosed with "z" syndrome. The surgeon attempted to reposition the lens. The lens was subsequently removed and replaced with a different model lens. According to the surgeon, the pt's vision is greatly improved. This report pertains to the pt's left eye.